Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient fainted during a trial procedure before implantation on (B)(6) 2025 and was hospitalized. The trial procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.